Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with right limb occlusion approximately 1 week post index procedure. The physician attempted to de-clot and subsequently performed a fem-fem bypass and the event was resolved. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.